Event description:
During nursing cares, vent spontaneously shut off - plugged in and no one had touched the ventilator. Patient was manually ventilated, and vent was pulled from service. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). [Redacted name] has reached out for more information. We informed the company after noting 4 similar events. A software upgrade is due next month, unknown if this would be related to the issue.